Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pretest for sticky trigger and unintended motion. Therefore, the reported condition that the device did not work properly was confirmed. However, the assignable root cause was not established. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the electronic control unit (ecu) was damaged, and the motor was worn. It was further determined that the device failed pretest for check for unintended motion, check for sticky speed trigger, check in ¿off¿ mode, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse, and check power with test bench. It was noted in the service order that the device did not work properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.